Event description:
It was reported that there was an alert on the right ventricular (rv) lead for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.